Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that while in the hospital for unrelated reasons, the patient experienced a syncope episode. Upon interrogation of the patient's pacemaker, an unspecified pacing and sensing problem was identified resulting in inappropriate automatic mode switch episodes. It was also suspected that this issue may be due to a potential diagnostics anomaly. No intervention was performed. It was noted that the patient was discharged from the hospital with no adverse health consequences due to the event.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the automatic mode switch episodes were appropriate and that the observed event was due to inappropriate atrial tracking resulting in fast pacing rates. A software anomaly was suspected to be the issue. Programming changes were discussed but no further intervention was reported.